Event description:
It was reported that balloon rupture occurred.   The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt vein. After a non-bsc introducer sheath and guide wire were advanced to the lesion, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to the target lesion and was inflated twice at 20 atmospheres. However, during the third inflation, the balloon ruptured at 20 atmospheres for 30 seconds. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).